Manufacturer narrative:
Additional information was added to h4 and h6. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer adapter of a clearlink system continu-flo solution set was getting stuck at the intravenous (IV) catheter site. The issue was further described as, this occurred while an unspecified fluid was hung and attempted to secure the patient; however, the spinning component (male luer adapter) that connects to the patient was stuck. There was no report of patient injury or medical intervention associated with this event. No additional information is available.